Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reused their minicaps. The patient was not hospitalized for the event. Treatment details, action taken with pd therapy, and the patient's recovery status were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.